Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse practitioner from the hospital called to report that the customer had been hospitalized due to a stroke and low blood glucose levels. The customers blood glucose level was 40 mg/dl. Family called emergency medical services who treated her on the way to the hospital and her reading rose to 60 mg/dl. Customer's reading later went up to 250 mg/dl while in the hospital. The caller reported that the customer was wearing the insulin pump at the time of the event. The insulin pump had missing segments on the display, an incorrect time and date, and a program safety alarm and a watchdog timeout alarm in the history; all issues were fixed. Nothing was replaced or returned.